Event description:
Cust stated that the unit has caused her crown to fall out. Stated that the crown was in good repair and not old. Initial contact occurred (B)(6) 2021; customer indicated they would provide documentation from dental professional that substantiates their claim. Unit was received before customer could provide documentation. Has reached out to dentist but has not provided any paperwork or info on what the dentist has said.